Event description:
It was reported that the device was found to be backup vvi mode in the box before the procedure. The device was exchanged. The patient was discharged post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an uncorrectable parity error detected on a dma read/write. The cause of parity error could not be determined.